Manufacturer narrative:
The event was reported to have occurred four to five days ago from the date of receipt. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique "during operation" which resulted in peritoneal infection. The breach in aseptic technique was not further described. The patient was hospitalized and was treated with cephalosporin (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was ongoing during the treatment. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.